Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The patient presented with chest pain and a small myocardial infarction. A taxus express2 drug eluting stent was implanted in the right coronary artery (rca). The patient returned the same evening with chest pain and was found to have a thrombosed rca stent which was reopened with intervention. Ten days post the initial procedure, the patient returned to the hospital, after being intubated at another facility following his presentation there with recurrent chest pain. Upon examination, he was found to have small elevation in his isoenzymes. The patient was taken to the cath lab where his coronary stent was found to be patent. Twenty eight days post the initial procedure, the patient presented with chest pain. The patient underwent cardiac catheterization and was noted to have patency of the stent. Thirty seven days post the initial procedure, the surgeon determined that the rca stent had become the source of distal thromboembolism and a source of complete thrombus at the right coronary, at the previous setting which was later verified during ensuing surgical procedure. Ten months post the initial stenting procedure, a taxus stent was implanted in mid rca.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.